Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath assembly and telescope were kinked, and the imaging window was detached but not returned for analysis. Impedance testing revealed no electrical issues with the device. Image testing could not be performed due to the condition in which the device was returned. Based on the evidence, the as reported code of image missing cannot be confirmed.

Event description:
Reportable based on device analysis completed on 03 jun 2024. It was reported that visualization issues occurred. The 80% stenosed target lesion was 12mm long with a vessel diameter of 3.00mm and is located in moderately tortuous and moderately calcified right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the device could not show the image. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was detached.